Event description:
It was reported, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent a procedure (date not reported) to excise the excess skin. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.